Event description:
Based on additional info received on 12/18/08, this case intially considered as non-serious was upgraded to serious. Initial info was reported by a physician to genzyme, and received by distributor via fax on 12/1/08: a female received three injections with hyalgan and reported that her left knee was not improving. Therapy with hyalgan was discontinued. Additional info from product technical complaint report dated 12/9/08, received on 12/10/08: no batch number was reported, and no complaint sample was received. Eval was not possible. Conclusion: no investigation/no assessment possible. The case status is open. Additional info received from genzyme on 12/18/08: the pt, a female with a history of arthritis, developed non-hodgkin's lymphoma after starting therapy with hyaluronate. She received an unk number of hyalgan injection(s) into her left knee in 2006. She was diagnosed seven months later, and received her last chemotherapy treatment in 2007. The pt reported that she was currently cancer free.